Event description:
Consumer complaint of blood result reading of "lo". Recalled most recent result from memory (all results taken (fasting in the morning): (B)(6) 2014 at 5:58am - lo (B)(6) 2014 at 10:13am - 82 mg/dl (B)(6) 2014 at 5:44am - 80 mg/dl (B)(6) 2014 at 7:21am - 152 mg/dl (B)(6) 2014 at 6:19am - 152 mg/dl customer stated that his normal glucose range is 80-120mg/dl. No adverse event reported.

Manufacturer narrative:
Internal report #(B)(4). Returned meter and test strips were evaluated with no defect found. Most likely underlying root cause of malfunction: user had a test strip issue, user had a low glucose value. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/21/2014).